Event description:
It was reported that the 9800 system would not fluoro and had a low ma error during a case. The 9800 system was rebooted then the system made a noise from the x-ray tube. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.